Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received rejected battery as well as unexplained no delivery alarm. The customer¿s blood glucose level was unknown. Customer stated that the diminished battery life. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump was received with a normal operating current. Pump was monitored for several hours and no unexpected low battery alert and failed battery test or failed battery alarm noted. Also, no excessive no delivery alarm noted during the testing. (B)(4).